Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during a ureteroscopy procedure, while in the ureter, when attempting to retrieve a stone with the ncircle tipless stone extractor the basket would not deploy. Another ncircle tipless stone extractor was used to complete the procedure. There were no adverse consequences or effects to the patient due to this occurrence.

Manufacturer narrative:
Evaluation / investigation: visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation was in the closed position. A visual examination noted the support sheath was severed 2 mm from the nose of the male luer lock adaptor (mlla) with 8 cm of the coil exposed. The remaining portion of the support sheath is detached from the basket sheath. The collet knob is tight and secure. The mlla is finger tight. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. The cannulated handle protruding from the distal end of the handle through the support sheath. Also noted, the basket sheath has a kink 13 cm from the distal tip and again at 74.5 cm from the distal tip. A functional test noted the handle does not actuate the basket formation. It appears the device has met resistance beyond its intended design. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted. A review of complaint history revealed this complaint to be the only reported complaint associated to the complaint lot number 8131022. Based on the provided information a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.